Manufacturer narrative:
(B)(4). The customer suspects that the cord got stuck in the sling or the sling bar and that might be the cause of the incident.

Event description:
The patient fell a few centimeters when being lifted but landed in the wheelchair that was situated directly under patient. The cord to the hand control broke at the time of the patient's fall. The cord was stretched and torn off in the plug. No injury was alleged.